Event description:
Physio-control inspected the device and found it with an illuminated service light and failing to deliver defibrillation therapy upon the first time use, an out of box failure. The device was stored unopened in a box for a year. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and was unable to verify or duplicate the failure. Further extensive testing was unable to determine further cause of the problem.